Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device lot number is unknown, no product information has been provided to date.

Event description:
It was reported that the cuff of the cannula is deformed. Patient has irritated skin. Additional information was received stating the lot number is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. Visual inspection of the returned device by the unaided eye revealed a crease on the cuff. No other anomalies were identified. Using a syringe, 20 milliliters of air was inserted through the valve. The cuff fully inflated with a slight bulge. The cuff was measured with a standard ruler from the center of the shaft to the edge of the smaller side of the cuff. Next, the cuff was measured from the center of the shaft to the edge of the larger side of the cuff. The measurements were 14millimeters and 20millimeters. The measurements met the manufacturing specification for cuffs. The alleged defects could not be confirmed. No corrective actions are planned currently. The manufacturer regularly analyzes complaint data and trends and will take further actions accordingly. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: no lot/serial number was provided, therefore the product manufacture or expiration date was unknown.